Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Device worked well for most of the case and then suddenly stops cauterizing. It is not the safety mechanism/auto-shut stop because harvester was only cauterizing about 3-5 seconds when the device stopped working. Additional bleeding requiring legs to stay open until end of case. Pa held pressure and used clips to stop the bleeding.

Manufacturer narrative:
Internal complaint : trackwise # (B)(4). Autonumber # (B)(4). A photographic evaluation determined no observable failures. The c-ring was completely intact. However, the hp2 device was returned to the factory on 29-jan-2019 for evaluation. Signs of clinical usage and evidence of blood was observed. A visual inspection was conducted. Charred tissue material was observed on the jaws. The heater wire was flexed away from the center of the hot jaw. The wire remained in place at the tip and at the base of the jaws. No other failures were observed. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use (dfu # cv000008979) with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed the max life test method stm2048073. The device activated and transected tissue five (5) times with no cautery failure observed. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the returned condition of the device the reported failure mode ¿failure to cut¿ was not confirmed, but was confirmed for analyzed failure ¿material twisted/bent; wire¿. Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Device worked well for most of the case and then suddenly stops cauterizing. It is not the safety mechanism/auto-shut stop because harvester was only cauterizing about 3-5 seconds when the device stopped working. Additional bleeding requiring legs to stay open until end of case. Pa held pressure and used clips to stop the bleeding.